Event description:
It was reported that the caller experienced an issue with the speaker and vibration function of their insulin pump, specifically that the volume and vibration were too quiet. There was no adverse impact to the customer's blood glucose level. The customer was advised to adjust the alert sound settings and to perform a test to trigger an alert, which did not make a sound. Technical support decided to replace the pump. The customer was guided to set the pump into storage mode, return it using a prepaid label, and program their settings into a replacement pump, with the understanding that a replacement with updated software would be shipped without requiring a delivery signature.